Manufacturer narrative:
Investigation summary: customer reported blood under the sensor. Photo was not received. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Blood background was performed with satisfactory results. Complaint is unconfirmed based retention samples and batch history record review results. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Corrective and preventive action (CAPA) was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated there was no patient impact. The following information was provided by the initial reporter: "vial went positive in bactec fx, no organisms found by gram staining, vial returned to instrument, went positive again, and then the user observed blood/broth between the sensor material and bottom of the vial." The vial has been treated with off-line incubation, and will be blind subcultured end of protocol time. Several vials have been drawn from the same patient, so patient has not suffered from bad diagnostics.